Event description:
The complainant reported that the dentist was performing an implant procedure at fdi site number 46 on a patient on (B)(6), 2010. During the procedure the prima initial drill 1.5x15 drill fractured. There was no patient impact as a result of this event.

Manufacturer narrative:
The prima initial drill was returned for evaluation. The examination of the device confirms that the drill was fractured into two pieces. The drill broke at the laser mark, perpendicular to its axis near the top of the drill. This is a known issue due to inherent nature of bit functionality. Breakage is possible, especially when utilized in the posterior aspect of the mouth, and is due to the extreme angle and high directional forces required. A review of the keystone dental complaint database was performed, which revealed one other complaint against lot number mm00364 that occurred with this same customer. Complaint condition is confirmed; however, this is a known failure mode. Root cause is attributed to operational context. No adverse trends noted. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date. (B)(4).